Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. After the malfunction occurred, the pump touch screen was unresponsive and the pump time and date changed to the incorrect time and date. The customer's blood glucose level ranged from 114-160 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.